Manufacturer narrative:
E1: reporter facility name - (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed occlusion. There is unknown patient involvement.

Manufacturer narrative:
D9; date returned of mfg; 2/21/2025. One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was able to be duplicated during the investigation. Visual inspection performed and found the downstream occlusion seal was damaged. Functional testing was also performed and found the downstream occlusion sensor was defective. Both the downstream occlusion seal and sensor have been replaced.